Event description:
It was reported that the customer's pump screen was unresponsive, as the touchscreen was frozen and would not respond to inputs. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset with the help of technical support but was still unable to interact with the screen afterward. As the pump was under warranty, the customer was instructed on returning the pump and planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.